Manufacturer narrative:
Based on available information, this issue is deemed a serious malfunction because a block/obstructed endotracheal tube exposes the patient to the possibility that a bronchoscope or suction catheter could become 'stuck' putting the patient at the risk of alveoli collapse and/or oxygen desaturation with patient having to undergo re-intubation. (B)(4).

Event description:
This complaint was received by (B)(4) on (B)(6) 2012 from (B)(6) for product reinforced tube size 7.5 mm. Customer complaining: "inner layer of et tube inflated swelled up - delamination."